Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (39.8 mg/ml at 4.663 mg/day) and baclofen (1193 mcg/ml at 139.8 mcg/day) via an implanted pump. It was reported that the patient had lost 60 plus pounds recently causing the pump to fall lower into their abdomen and causing discomfort. The pump pocket was painful. The hcp had to move the pocket much further left on the right side of the abdomen which meant he had to cut the catheter in order to tunnel to the new pocket. The cap (catheter access port) was accessed, and the catheter cleared easily prior to cutting and adding a new piece from a catheter revision kit in the new pocket. About 8 ml of old drug was removed and wasted from the pump and about 19.5 ml of new drug with the same concentration was added to the pump. The catheter was cleared one more time once the pump was anchored in the new pocket. The daily rate remained the same and a priming bolus was set up. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.